Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were damaged during opening/removal of packaging, causing them to be inoperable. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one step complete electrode were not returned to zoll medical corporation for evaluation. It was observed the electrode were torn, however the pads were returned with anterior pad stuck to the non-coated side of the styrene linear and was not able to be removed without damaging the electrodes. An investigation was conducted on retained samples of onestep complete electrodes, lot 4221f for the customer's report. The retained sample was inspected and found to be assembled according to specification. Review of the DHR was performed with no anomalies noted. Based on the evaluation of the retained sample and DHR, no discrepancies were identified based on the customer report. Analysis of reports of this type has not identified an increase in trend.